Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during laparoscopic sleeve gastrectomy, the reload failed to close completely on the tissue which resulted in failure of firing. The surgeon replaced the reload to resolve the issue. There was no patient injury.